Event description:
A customer reported an epiq cvx with an x8-2t transducer would not articulate during use. A different transducer available at the customer site was used to successfully complete the exam in progress. The suspect transducer is being replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue. The device was found to be damaged. Visual inspection noted a twisted cable, customer markings and paint chips on the cable connections. Also noted were cracked and chipped beading on itube and discolored knob and scratches on the mid-handle. T he physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.